Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: during testing, the pump powered on to a blank display screen; the audio and vibration alerts functioned as expected. The cover of the pump was removed and no damage was found inside. A test display was installed and was found to be fully operational. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.